Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate complaint with vision side cart (vsc) being unable to complete post. The carts powered on separately for verification as well as connected. The common compute controller (ccc) board was replaced to correct reported issue. The system was tested and verified as ready for use.

Event description:
It was reported that the da vinci system was not powering on, and the tower power switch was blinking blue. Troubleshooting involved performing an emergency power-off (epo) on the psc and turning off the console breakers. The breaker on the tower was cycled, and the tower was turned on alone, but the power switch continued to blink blue. It was explained that with all other components powered off or disconnected, the tower should be able to power up on its own and indicate that it is not connected. However, the tower did not power on.